Event description:
It was reported that there was a ventricular lead warning observed on interrogation for high impedance. It was further reported that the lead was assessed by the physician who believes the warning was due to electrical mechanical interference. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.